Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered an inappropriate shock during a surgical procedure. No adverse patient effects were reported. This device remains in service.